Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues with its profile. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.(B)(4).

Event description:
It was reported that stent damage occurred.the 90% stenosed target lesion was located in the left main (lm) coronary artery. A 3.00x12mm promus element plus drug-eluting stent was selected for use and advanced but failed to cross the lesion. During withdrawal, the physician noted that the stent body was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left main (lm) coronary artery. A 3.00x12mm promus element¿ plus drug-eluting stent was selected for use and advanced but failed to cross the lesion. During withdrawal, the physician noted that the stent body was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.